Event description:
It was reported that the cup was loose.

Manufacturer narrative:
The customer is unwilling to release the device for evaluation. Additional info has been requested and if received, will be provided in a supplemental report.